Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Signs of abrasion were found along the lead body. A visual inspection revealed a damaged insulation at the distal part of the lead. This damage can be regarded as root cause of the noise episodes mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The cardio report and trend data received for analysis were carefully inspected. The episode holder showed 23 vf detections. The iegm recordings were not available for analysis and, apart from the vf episodes, no further anomalies were observed. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(6) MDR - after an implantation period of about 5 months, oversensing was reported via home monitoring. During the following follow-up, noise could be reproduced with provocative maneuvers. The physician decided to explant the lead. It was not returned to biotronik for analysis. No adverse patient side effects have been reported.